Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red blanches everywhere and pt skin is starting to breakdown and there are pustules areas. The patient stated they do have a history of sensitive skin and /or allergies. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. There was no alleged device malfunction contributing to the irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.